Event description:
Information received from the field does not address the patient's clinical status but notes no sensing in either chamber, >3000 ohms atrial lead impedance and asynchronous pacing. When the leads tested normal, the pulse generator was replaced.